Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field(s): d8, h2, h3, h4, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: ig bundle defect - ig bundle has significant breakages. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Event description:
It was reported, the subject device had image fault, no image. The issue was noted during installation. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.